Event description:
The patient had bilateral smooth silicone gel breast implants placed in 1984. She had capsular contraction after surgery. Three years post-operatively she deleveloped chronic fatigue syndrome, mylagaia and arthralgia of the knees, back, elbows, shoulders and neck. A bilateral capsulectomy with removal of both implants were performed. There was no fluid in either implantinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.